Event description:
It was reported that during the procedure in the heavily calcified mid left anterior descending artery, a balance middleweight guide wire was successfully advanced. An attempt was made to advance a xience stent delivery system (sds) but due to the extreme calcification, the sds could not cross. The sds was removed from the anatomy and an unspecified buddy guide wire was advanced. The sds was re-inserted and using excessive force, the sds was ultimately pushed and maneuvered to the target lesion. Prior to initiating stent deployment, the physician attempted to remove the buddy wire to avoid jailing the buddy wire with the stent but inadvertently removed the bmw guide wire. The physician attempted to pull back the sds and the stent dislodged from the balloon. Due to the heavy calcification, the stent remained stationary at the target lesion. Using the same bmw guide wire, the physician was able to rewire through the stent and the sds was advanced to the location of the stent. The sds balloon was inflated and the stent was deployed at the target lesion. There was no adverse patient sequela and no significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4): re-insertion and excessive force. Physical resistance when attempting to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical condition, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. Potential causes for stent dislodgement, may include improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation for use. All stent delivery system (sds) are inspected for profile dimensions, proper stent placement and crimped stent outer diameter. In addition, as part of product release testing, a sampling of units is destructively tested for stent dislodgement force. It should be noted that the xience v/nano instructions for use states an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Further more, applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components and/or vasculature. It appears that the re-insertion and application of force likely contributed to the stent dislodgement. The reported anatomical conditions were heavy calcification which appears to have contributed to the reported physical resistance. The physical resistance, stent dislodgement and additional therapy/non-surgical treatment appear to be related to the operational context of the procedure. The lot history record review and similar incident query for this product was not performed because the part and/or lot number was not reported and the product was not returned for analysis. There is no indication of a product deficiency.